Event description:
It has been reported to philips that the device crashed twice. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and reviewed log, he didn¿t find any relevant issue in system. The third-party engineer restarted the system, and the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.